Event description:
A nurse reported that during a procedure, a system message displayed and the system locked. The system was exchanged, and the case was completed following a 20 minute delay. There was no harm to the pt.

Manufacturer narrative:
The company representative examined the system and confirmed the reported system message [excessive ambient light - unable to calibrate ID sensors] occurred with the used cassette. The company representative inserted a new cassette and the system functioned without any issue. The system was then tested and met all product specifications. The company representative confirmed the reported event, which was potentially attributed to the customer using a used cassette. A review of the system event log revealed multiple system messages - (excessive ambient light - unable to calibrate cassette ID) and (flow check failed - excessive vacuum rise) in the system set-up mode on the date of the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the reported event was potentially attributed to the customer using a used cassette. (B)(4).